Manufacturer narrative:
(B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries, including but not limited to, recurrent urinary incontinence, dyspareunia, vaginal stenosis, pelvic pain, urinary tract infections, foreign body reaction, and other injuries, and permanent injury. The patient had undergone medical treatment and will likely undergo future medical treatment and procedures.

Event description:
As reported to coloplast, though not verified, additional information received further reported that the patient with this device experienced recurrent urinary tract infections, bacterial vaginosis, dysuria, pain, improving vaginal stenosis, significant pain with minimal opening of vagina with speculum and mucous vaginal discharge. Patient also experienced bleeding and pain caused by vaginal dilator, increasing menopausal symptoms with vaginal scar resection tissue tightening due to reduction in vaginal estrogen secondary to self-decreasing premarin cream. The mesh was implanted and examination under anesthesia occured as well as dilation & curettage, hysteroscopy, adhesiolysis of vaginal stenosis/stricture/scarring with vaginoplasty/vaginal circumference expansion, vaginal mucosa trimming, cystoscopy, transurethroscopy. Intraoperative findings included anterior vaginal mucosa just beyond urethral meatus had indurated scar with tongues of redundant mucosa that extended downward along anterior vaginal wall in a sagittal plane to the mid vagina where there was symmetrical stenosis and hour glass vaginal affect, vaginal stenosis/stricture/scarring was extremely difficult to reach/operate on due to thickened fibrotic tissue behind the mucosa, redundant polypoid vaginal tissue (trimmed). Also noted that palpation of deep proximal vagina revealed a very slight scalloping submucosal ridge at area of surgical resection and the left side was tender to palpation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.